Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of medication for pain due to failed back surgery syndrome. The pt experienced a cardiopulmonary arrest following pump implant. In 1999, he underwent implantation of a medtronic pacemaker and lead system for sick sinus syndrome. The pt recovered.